Event description:
IV pump did not pull from medication bottle as it should have. The med was fentanyl, and the patient was intubated. I kept having to go up on the patient's rate and give boluses with no effect. Then the pump rang off bottle empty. However, upon investigation the bottle was still full, and the drip chamber was caved in. The pump did not alarm "upstream occlusion." In addition, there was a large amount of air in the line and the pump did not alarm "air in line." Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) part of class I recall, baxter has not identified any interventions or fixes beyond staff education which has not been effective at preventing events.